Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 325cc and experienced bilateral rupture on breast implants. The patient had a mammogram, which confirmed the bilateral rupture. As a result, the patient underwent removal of the implants on (B)(6) 2019. This is for the left side implant, see manufacturer report number 1645337-2019-08898 for contralateral prosthesis.

Manufacturer narrative:
On 3/27/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt the device contained clear gel. Brown material was observed within the device and gel was observed on the shell surface. During evaluation the device a rent with crease were observed on the anterior aspect, the rent measuring approximately 1.5 cm. Mentor product analysis lab identified a partial delamination of the shell to patch junction. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, a definitive root cause of these delaminations could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this point is not possible to determine the origin of the brown material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).